Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to fire bipolar energy when manipulating the instrument on the universal surgical manipulator 4 (usm4). The monopolar energy was able to fire with the same surgeon side console foot switch. The integrated electrosurgical unit erbe displayed the usm number and the output setting which was 3. The customer replaced the bipolar energy cord, but the issue remained. The intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer to power cycle the erbe. The customer power cycled the erbe at a later time, and the issue persisted. The tse advised the customer to try another energy cord and instrument on the second bipolar energy port, but the issue remained. The customer stated that they were going to continue the procedure using a third-party external generator. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer did check the functionality upon powering on the system. The procedure was completed robotically with the same generator. The customer noted that they had turned the generator on and off, exchanged the instrument between arms 1 and 4, and exchanged the bipolar energy cable.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, but the reported failure could not be reproduced. The iesu energized and cauterized, and all ports recognized instruments. The complaint was not confirmed based on failure analysis.